Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming for no disposable, clamp tubing. The patient was instructed to stop and restart the pump, but the pump continued to alarm. The patient was instructed to clamp the tubing, unlock the cassette and check for air in the line. The cassette was reattached and the pump was restarted and began running correctly. No patient injury was reported.